Manufacturer narrative:
A complete analysis and testing of the sensor showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Event description:
The customer reported that he removed the sensor, and the electrode broke off underneath his skin. The customer went to his doctor to have it removed. Nothing further was reported.